Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes have inconsistent patient results. The following information was provided by the initial reporter. The customer stated: ise results comes high or low in the patient results. One to two samples were showing discrepancies with ise results per day (less than 1% error rate). First run high, second run normal. Also, another cases, where first run is low, and second run is normal. Around 5 to 10 tubes out of 400 tubes (2.5%), were showing c clot error per day, with full volume tubes. I checked all the sample quality of barricor, all were clear with no floated wpm.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2023-01235 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes have inconsistent patient results. The following information was provided by the initial reporter. The customer stated: ise results comes high or low in the patient results. ¿ one to two samples were showing discrepancies with ise results per day ((B)(4)). First run high, second run normal. Also, another cases, where first run is low, and second run is normal. ¿ around 5 to 10 tubes out of 400 tubes ((B)(4)), were showing c clot error per day, with full volume tubes. ¿ I checked all the sample quality of barricor, all were clear with no floated wpm.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.